Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump display was blank. Customer's blood glucose level was unknown. It was also stated that there was no damage on battery compartment and battery cap. The device will not be returned for analysis.